Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of air/water feeding function (a) inspection of water feeding 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced air/water flow issues from the air/water flow system. Inspection and testing of the returned device found foreign object in nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to clogging of the nozzle, the air and water supply volume did not meet the standard value. Due to clogging of the nozzle, water removal ability did not meet the standard value. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of standard value. The distal end was scratched and discolored. The adhesive on the distal end and objective lens had white-clouded area. Due to a dent on the channel-tube, forceps could not be inserted smoothly. The plastic distal end cover was dirty. The connecting tube was buckling, had a dent and was scratched. Paint on the air water-cylinder and suction cylinder were peeled. The suction cylinder was shaved. The light guide lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.